Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic with non-sustained right ventricular oversensing due to oversensing anomaly observed on the implantable cardiac defibrillator. It was noted that the patient would continue to be monitored.